Event description:
Mild dissection reported. Physician was extremely happy with final result.

Manufacturer narrative:
Pt info is being requested from the customer. Mild dissection occurred during the use of the angiosculpt catheter. No serious injury reported. Attempts to obtain additional info from the customer have not been successful. The angiosculpt catheter was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because it cannot be determined with 100% certainty whether or not the angiosculpt catheter caused or contributed to the dissection. Thus, an MDR is being submitted in an abundance of caution. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter otw, arterial dissection is listed as a possible adverse effect of the procedure.